Event description:
It was reported that the vertical lift column would not work on the 9600 system locked and the system would not x-ray during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.